Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
An incident involving a chemoclave vented bag spike stated that chemo drug couldn't drip, and the silicon was sunken after disconnection. Enhertu was involved in the event. There was no bleed back reported. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Three used samples list #ch-14, chemoclave® vented bag spike and, 0.9% sodium chloride 100ml bag were returned for evaluation on 1/29/2026. As received no physical damage or anomalies. The samples were primed and no flow restriction, occlusions or anomalies were confirmed, the claves were dissembled no significant damage or anomalies were noted. Complaint of no flow / cant prime cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.